Event description:
The pt has had severe headaches since the pump was implanted. A csf leak was suspected and blood patch was attempted. There was swelling at pump pocket site along with swelling at catheter entry site. The pt was scheduled for surgery on (B) (6) 2010. The drug being administered via the pump was unk. Additional has been requested.

Manufacturer narrative:
(B) (4).